Event description:
Boston scientific crm received information that during the replacement procedure of the associated implantable cardioverter defibrillator (ICD), the physician had difficulty inserting this right ventricular (rv) lead into the new pace generator (pg). It did not seem to insert far enough past the last block of the set screw. All other leas inserted successfully. When the physician tested the lead parameters, this rv lead produced pacing impedance measurements of greater than 2000 ohms. After some trouble shooting took place, the physician was finally able to insert the rv lead into the new device by removing the pace/sense sealing ring. The physician elected to leave the rv lead implanted as is because he believed therapy would not be inhibited, and there was only a chance of inappropriate therapy being delivered. The physician believed the header of the explanted ICD may had something to do with the pace/sense sealing ring coming off of the rv lead. This patient will be followed-ed up on a monthly basis, and there were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.